Event description:
The hosp reported two cases of pts contracting the herpes virus, which they associated with the olympus bronchoscope. Both procedures were completed. It is unk whether the procedures were completed with the same device.